Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump was tested to be under infusing. With claves the accuracy reading was -6.45%, without claves, the accuracy reading was -8.65%, with the walkmed bag the accuracy reading was -6.15%, the mod test was 2.69%. And bench accuracy was -0.7%. There was no patient involvement.